Manufacturer narrative:
H3 device evaluation - engineering performed a visual inspection of the complaint product. There is no visible damage or deformity of the implant inserter handle instrument. The device history record for the 15 piece lot, confirms that the 15 piece lot had been inspected and conform to drawing specifications. Engineering tested the complaint product with mating component, guided inserter tip, 37-in-04xx, and vault-c assembled implant. Engineering was unable to reproduce the reported failure with mating parts. The guided inserter tip that was used during the surgery was not returned for further inspection. Therefore, a root cause could not be determined. Review of device history records found fifteen (15) pieces of lot 1213im were released for distribution on 7/9/2014 with no deviation or anomalies. Two-year complaint history review found this to be the only report for this part number. Further review back to the date of manufacture did not find any previous reports of this nature for this part number. As root cause could not be identified and there was not a trend for reports of this nature identified, the need for corrective action is not indicated.

Event description:
During a procedure performed in dubai on an unknown date, the implant insertion handle (B)(4) was getting stuck on the cage inside the disc space and difficult to detach. The procedure was successfully completed with no harm to the patient, but with a one (1) hour delay.

Manufacturer narrative:
Date of event: unknown. Occupation: other; distributor. Device evaluation: information provided indicates that the product is available for evaluation but has yet to be received. Review of device history records found fifteen (15) pieces of lot 1213im were released for distribution on 7/9/2014 with no deviation or anomalies. Two-year complaint history review found this to the only report for this part number. No conclusions can be drawn at this time regarding the cause of the reported event. Should the product be received, a follow-up medwatch report will be submitted following completion of the investigation.

Event description:
During a procedure performed in (B)(6) on an unknown date, the implant insertion handle (37-in-0010) was getting stuck on the cage inside the disc space and difficult to detach. The procedure was successfully completed with no harm to the patient, but with a one (1) hour delay.